Event description:
It was reported that during a water vapor therapy procedure, after applying three treatments there was an issue with the generator causing the screen to glitch, the system to turn off, and there was a beeping sound. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure, after applying three treatments there was an issue with the generator causing the screen to glitch, the system to turn off, and there was a beeping sound. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.